Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the device was not working properly and she needed help on it. There were no further complications that have been reported as a result of this event.